Event description:
Consumer reports that post operative, a laparoscopic gastric band procedure, band slippage was diagnosed by his physician. He states that he had two adjustments prior to the band slippage. The slip has been corrected. Patient reluctant to answer questions. Inquired of who the surgeon was, he stated, "I call him doc".

Manufacturer narrative:
Date sent: 9/10/2009. Device was not returned for evaluation.